Event description:
Device malfunction: device #2 unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an unknown device failure occurred with 2 proglide devices in the same patient. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1: part #12673-03, lot #82035-6h indicated is being filed under medwatch MFR number 2953144-2010-00026. The device is expected to be returned for evaluation. It has not yet been received.